Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, dyspareunia, and vaginal scarring. It was reported that patient underwent on (B)(6) 2008 a mesh revision by implanting surgeon at implanting facility. The reason being retention of urine and voiding dysfunction with dyspareunia. It was reported that patient underwent on (B)(6) 2010 a revision. The reason being mesh inflammation; dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Updated information: it was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, dyspareunia, and vaginal scarring. It was reported that patient underwent on (B)(6) 2008 a mesh revision by implanting surgeon at implanting facility. The reason being retention of urine and voiding dysfunction with dyspareunia. It was reported that patient underwent on (B)(6) 2010 a revision. The reason being mesh inflammation; dyspareunia.

Manufacturer narrative:
(B)(4)